Manufacturer narrative:
(B)(4). A used model (B)(4) disposable set was returned with the instruments. The set was in good working condition with no damage noted. The set was tested for leaks, no leaks were observed. The event log reviewed and programming was as intended. The reported complaint of a free flow condition that may have lead to an over infusion was not replicated during the failure investigation however there is evidence to suggest that the condition did exist during the patient incident. A close inspection of the top occluder finger and surrounding area found evidence of fluid ingress into the top occluder slot. The fluid appears to have entered through the membrane frame snap rivet holes, ran down into the pressure sensor nest then exited the nest onto the top occluder finger and into the occluder finger slot in the bezel. The fluid then likely dried over a period of time causing the top occluder to seize up and fail to function properly during subsequent use. The root cause of the customer's experience is believed to be the result of fluid ingress causing the top occluder to seize up in the bezel slots preventing the occluder from controlling flow.

Event description:
Technical services supervisor reported "during an infusion, one of the pump modules went into free flow and over infused a patient with insulin." Free flow was reported to have occurred approximately 30 minutes into the infusion. Insulin (250 units in 250 ml) running at 10 ml/hr, 168 ml was reported to have infused all at one time. Two pump modules were utilized with patient, one with insulin, the other with normal saline. No pump alarms reported at time of occurrence. Patient was scheduled for transport to ICU at time of occurrence. Blood sugar decreased to approximately 250 after the 168 units of insulin infused. No other patient effects reported. Administration set ((B)(4)) in use at the time of the event was saved. The pumps were tested at the hospital then sent to (B)(4) for testing. Biomed tech at hospital site was able to duplicate free flow on bench testing with same administration set. Technical services also tested pump module and was unable to duplicate free flow. No further patient or event information is available.